Event description:
In 2004, the excluder bifurcated endoprosthesis components were placed. Due to a 90 degree angulation in the proximal neck, two aortic extenders were utilized. Approximately 48 hours post-op, a type I endoleak persisted between the renals and the most proximal aortic extender. The decision was made to convert the pt to open surgical repair which was completed successfully.